Event description:
A site reported to rxsight that while implanting a light adjustable lens+ (lal+, sn (B)(6), +24.0d) during primary cataract surgery on (B)(6) 2024, a capsular bag tear was noted after delivery of the lal+ into the eye; the lal+ was delivered upside down and upon attempting to flip the lens, the trailing haptic disinserted. The lens was left implanted. An additional surgical procedure was performed (B)(6) 2024 to explant the lal+ and implant an intraocular lens from a different manufacturer. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This report is submitted to correct the manufacturer report number (MFR report #) submitted on the initial report. The correct manufacturer report number is 3012712027-2024-00098.